Event description:
On (B)(6) 2014, the reporter contacted animas stating the bottom portion of the display screen was blank. The patient reportedly disconnected from the pump at the time of the phone call with customer support and used an alternate form of treatment. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 the following findings: investigation revealed that half of the display screen was found to be visible upon startup of the pump. The pump was opened; the display screen was found to be cracked. The display screen was replaced and found to be working with test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.